Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer reported that the pump was not exposed to a change in altitude. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
The pump was received with unresponsive keypad. Unable to perform the self test due to unresponsive keypad. Unable to download history files and traces using thump due to unresponsive keypad. The keypad overlay was peeled off and found a corroded keypad traces. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. A test case was used and the original pcba 1, pcba 2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery. The pump was able to navigate the menu, continued self test and download history files and traces using thump. The pump passed the self test. No unresponsive keypad/keypad anomaly noted when using the test case. Successfully downloaded history files and traces using thump. In further review of the formatted history file 2 days prior to the event date of (B)(6) 2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2025 14:22:16.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. There was no pump error 61 (stuck key alarm) recorded in the formatted history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to perform the required testing, download history files and traces using thump due to unresponsive keypad. However, a test case was used, performed self test, download history files and traces using thump. Pump error 61 (stuck key alarm) was not confirmed in the formatted history file, however, unresponsive keypad was confirmed due to a corroded keypad traces.